Manufacturer narrative:
A ge rep evaluated the sys and adjusted the imager focus and repaired the collimator. Sys operates as intended. (B) (4).

Event description:
The customer reported a poor image quality. No pt injury was reported.